Manufacturer narrative:
(B)(4). Catalog number 062912-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In 2018, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was in the hospital for about six weeks with an infected peg. The peg tube was removed and the patient was treated with unknown antibiotics. In (B)(6) 2018, a new peg tube was re-inserted and the patient was discharged home. On an unknown date, the infected peg resolved.